Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 3pm. It was reported, the patient obtained blood glucose results of "174 mg/dl" with the subject meter and "32 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with humulin 70/30 insulin, humalog insulin and metformin pills. It is not known if the patient made changes to his usual dose of medications. Prior to the start of the alleged issue, the reporter claims the patient felt symptoms of "sweating, confused, slurred speech and pale." Emergency medical services (ems) was contacted and treated the patient with glucose tablets. The patient also took more food and/ or drank a beverage. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. A control solution test was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly obtained a blood glucose result of "32 mg/dl" with another device and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
(B)(4):lifescan received both the meter and test strips involved with the complaint and completed evaluation on (B)(4) 2013, respectively. The alleged inaccuracy complaint was not confirmed with both the returned meter and test strips. It was noted that the returned meter was not returned with a battery. A new battery was inserted for testing purposes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.